Event description:
It was reported that during an unk procedure, the first device did not fire any clips at all; the second device fired but was feeding slowly. The second device was used to complete the procedure. There was no adverse consequence to the pt. The second device was discarded by the account.

Manufacturer narrative:
(B) (4) (B) (4). Eval summary: the analysis results found that the device was returned with the jaws broken. The instrument was cycled and ejected the remaining clips due to the jaws condition. A corrective action has been initiated to address the jaws issue. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process. Broken jaws.